Event description:
A power source alert was reported when the customer was using an approved tandem charging cable and wall adapter, yet the pump failed to charge despite attempts to use different adapters, cables, and outlets. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support decided to replace the pump, which was still under warranty. The customer was informed about using a backup insulin pump to ensure uninterrupted insulin delivery, and instructions were provided for putting the faulty pump into storage mode before returning it. The customer was also advised to return the defective pump using a prepaid label within ten days, which they acknowledged and understood.